Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30863109l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 65-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after completion of pulmonary vein isolation (pvi), there was a decrease in blood pressure that was observed during superior vena cava isolation (svci), and drainage was performed. Once treatment was performed with drainage, blood pressure recovered. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: = 30 w:8 ml, = 31 w:15 ml, normally 2 ml. The physician's opinions on the relationship between the event and the product was that the cardiac tamponade was due to svci or beeat movement after direct-current cardioversion (dc). It is difficult to evaluate because the decrease in blood pressure was marked after administration of isoproterenol; procedure related. Additional information received indicated the adverse event was discovered during use of biosense webster products, during ablation phase and upon completion of svci and completion of the scheduled procedures. The outcome of the adverse event was reported as improved. No error was observed. The force visualization features used were dashboard; vector; visitag. Additional filter used with the visitag was force over time (fot).

Manufacturer narrative:
On 23-nov-2022, additional information was received indicating the correct catheter settings was selected on the smartablate generator and the pump flow setting was normally controlled by the smartablate generator. Parameters for stability for the visitag module used with range: 3mm, time: 3s force over time (fot): 25% and 3g. Color options used prospectively was tag index. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)